Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. Upon visual inspection it was observed that the needle pierced through the catheter; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. A project, CAPA#590840, has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter.

Event description:
It was reported that a needle through the catheter was found before use with a bd insyte¿ IV catheter 22ga 1.00in. The following information was provided by the initial reporter, "the plastic part of the cannula is bent away from the needle to make a 'barb' effect."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through the catheter was found before use with a bd insyte¿ IV catheter 22ga 1.00in. The following information was provided by the initial reporter, "the plastic part of the cannula is bent away from the needle to make a 'barb' effect."